Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an 8 cm diameter abdominal aortic aneurysm. It was reported that approximately one year and two months post index procedure the patient presented emergently with a proximal type I endoleak. The physician elected to implant an additional endurant stent graft in conjunction with another manufacturer¿s stent proximally. The proximal type I endoleak was resolved and the procedure was completed successfully. Per the physician the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.